Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences pain and discomfort at the extension site. The patient's ipg was previously explanted (reference MFR report: 1627487-2013-21138). Surgical intervention was undertaken on (B)(6) 2014 and the extension was explanted.